Manufacturer narrative:
Concomitant products: 10 ml bd syringe; 100ml baxter bag ndc(B)(4), lot p349191, exp nov 2017 0.9% sodium chloride injection and 5ml bd syringe, ref (B)(4), lot 613311b, exp 11 may 2019 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the anti-siphon valve of an extension set during an unspecified medication flush. A small crack at luer lock connection was observed; there was no patient harm.

Manufacturer narrative:
Reference associated MDR report number: 9616066-2016-01497.

Manufacturer narrative:
The customer¿s report of leaking at the anti-siphon valve was confirmed. The customer¿s report of a small crack at the luer lock connection was not confirmed. Functional testing showed a leak at the engagement between the bottom of the anti-siphon valve and the tubing sleeve components. The root cause of the leaking was identified as excessive pressure being exerted during the push of the fluid from the attached 10ml syringe.